Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic after receiving a patient notifier, post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made. Another instance of non-sustained rv oversensing due to post-paced t-wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were made. The patient was good.